Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.